Event description:
The physician had implanted several coils into the internal carotid artery aneurysm without issue. The subject device was advanced to the aneurysm but the physician was not satisfied with its position as it was being deployed into the aneurysm so the device was repositioned. As the device was being repositioned there was some resistance encountered and it was reported that the coil prematurely detached. The physician was able to use the guidewire to fully insert the device into the aneurysm. There was no reported clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications. The device remains implanted so was not available for evaluation. From the information available it is most probable that the coil prematurely detached during repositioning of the coil in the aneurysm. The most likely cause for the reported event is operational context.

Manufacturer narrative:
Additional information from the user facility stated that the coil had not been soaked in saline prior to use in accordance with the directions for use. Also continuous flush was not maintained, intermittent flush was used.

Event description:
The physician had implanted several coils into the internal carotid artery aneurysm without issue. The subject device was advanced to the aneurysm but the physician was not satisfied with its position as it was being deployed into the aneurysm so the device was repositioned. As the device was being repositioned there was some resistance encountered and it was reported that the coil prematurely detached. The physician was able to use the guidewire to fully insert the device into the aneurysm. There was no reported clinical consequence to the patient.